Event description:
This 45 year old female had bilateral breast augmentation performed at another facility in 1984. Due to pain and hardness, patient wished to have silicone implant removed. Gross exam: right implant has a minute fenestration with minute amounts of sticky, viscous material expressed through this opening. The left implant is intact. Both implants are imprinted with 175cc.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.